Event description:
A female patient contacted lifecor customer support to report that when her battery pack is placed on the charger the "battery needs serviced" led illuminates. This battery pack will not power up the monitor. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device manufacture date: battery pack - 08/2007. Evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery needs service" light was due to defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the download. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.